Event description:
Health professional reported in the article ¿a retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling¿ that patients were injected with juvéderm volbella® xc and juvéderm® vollure¿ xc into an off-label usage into the tear troughs and mixing low-dose triamcinolone with juvéderm®. The patients experienced ¿swelling.¿ one patient injected with juvéderm volbella® xc experienced ¿granulomas¿ that resolved completely without further adverse events once they were injected with hyaluronidase. This is the same article reported under MDR ID# 3005113652-2022-00244 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® vollure¿ xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to d.6a.: 447 patients who underwent 706 infraorbital hyaluronic acid filler treatments from april 2013 to march 2020 by a single injector. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling. Article citation: siperstein, robyn. Et al. "A retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling." J clin aesthet dermatol. 2022 apr;15(4):13-19.